Manufacturer narrative:
A dentist was performing a routine procedure on a pt using a dental electrical handpiece when the patient's upper left cheek was burned by the handpiece. Handpiece was not sent in for analysis. Due to the age of the handpiece it is not repairable again and hence the customer stated that it is not in use anymore. Exemption number (B)(4) kavo dental (B)(4) (the manufacturer) is submitting the report on behalf of kavo dental (B)(4) (the importer).

Event description:
A dentist was performing a routine procedure on a pt using a dental electrical handpiece when the patient's upper left cheek was burned by the handpiece.